Event description:
Event description guidant received information that this pacemaker had a number of stored ventricular tachycardia episodes that may be due to ventricular oversensing. There was noise in the recorded episodes. The ventricular thresholds of the non-guidant lead are over 2 volts. The patient is not pacemaker dependent and there are no symptoms.